Event description:
An aneurx abdominal stent graft system (MFR report # 2953200-2005-01412) was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 9.5 years ago. Aneurysm morphology and vessel morphology at the time of implant were not reported. It was reported that approx 5 years post-stent graft implantation, a routine f/u CT demonstrated that the bifurcated stent graft had migrated without any endoleak. The cause of the migration was attributed to disease progression with dilatation of the aortic neck. The physician elected to intervene by placing two aneurx aortic cuffs (current MFR report and MFR report # 2953200-2010-00744) proximally up to the renal arteries. It was reported that approx 1 month ago, the pt returned emergently with a type iii endoleak (junctional separation) of the two aortic cuffs from the bifurcated graft. At the time of the type iii endoleak, the vessel morphology was reported as severe tortuosity and disease progression with aortic neck dilatation. The physician elected to implant a talent converter and a talent limb extension from the left side and then placed a talent occluder into the right limb of the previous graft. The type iii endoleak was resolved, and a left to right femoral-femoral bypass was then performed successfully. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Eval, results: (endoleak), (disease progression with aortic neck dilatation; severely tortuous vessels). Eval, conclusion: (disease progression with aortic neck dilatation; severely tortuous vessels).